Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional peripheral procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was not confirmed. In this case, it is possible the device was deployed at an angle greater than 45 degrees and/or device position was not stabilized which led to a needle deflection during plunger deployment resulting in the reported cuff miss; however, because all of the device components were not returned, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history for the reported lot was performed and revealed no similar incidents reported for needle to cuff miss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.